Manufacturer narrative:
Corrected information provided in sections b.2, and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The system message explains that the laser cannot be used and that the laser and system will stop. Hence, the event code of laser issue-system-reportable malfunction is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-01074. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when starting up the console the ophthalmic laser could not be used from the console and system message displayed. Surgery performed until midway because the case required laser. The console was replaced and surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).